Manufacturer narrative:
The customer used a centrifugation time of 5 minutes at 3000 revolutions per minute (rpm). This spin time may be shorter than recommended. The field service engineer (fse) did not identify any issues. An instrument check, precision testing, and a correlation study found the instrument was operating within specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
No reagent or electrode lot numbers with expiration dates were provided.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for glucose hk gen.3 (gluc3) and chloride electrode (cl) on a cobas 6000 c (501) module. Patient 1 initial gluc3 result was 43 mg/dl. The repeat results were 239 mg/dl and 235 mg/dl. Patient 2 initial cl result was 151 mmol/l. The repeat result was 95 mg/dl. The doctor complained about the initial results, prompting repeat testing. The repeat results were believed to be correct.